Event description:
In the chiller 1 there was no water flow. Problem on flow sensor, unable to achieve a flow rate above 4,0 1/min. We are unaware about pt injury.

Manufacturer narrative:
The chiller unit was replaced and the laser system returned to work. We are unaware about pt injury.